Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 39565-30, serial#(B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported the patient had intractable pain. The device worked for 3 months after the patient got the device and had not worked since. It had not been working for 1.5 to 1 years. The stimulation system seemed to still be in place. The patient programmer was working and the patient felt the stimulation but the hcp wanted a representative to assess the patient. The indication for use was failed back surgery syndrome. If additional information is received, a follow-up report will be sent.